Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a complaint was received regarding the hydra retrospective study (jjsv301pmcf). Follow-up revealed that the subject experienced elevated intraocular pressure (iop) of 32 mmhg after cataract treatment, likely due to the use of healon gv pro. The report indicates that one day post-surgery, the elevated iop was addressed through the drainage of aqueous humor via a secondary incision, performed in a sterile manner using povidone iodine (antiseptic solution). There are no mention of adverse events associated with this situation in the report. No additional information has been provided.